Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that full-height drawer 3 was not opening due to a missing magnet in the insert. A field service engineer successfully substituted the drawer's insep to resolve the issue. The system functioned as intended after the field service engineer had troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, experienced a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.